Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
At the end of surgery when the staples were inserted in the skin, the stapler, after the first pressure, broke apart and there was staples all over the patient. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
At the end of surgery when the staples were inserted in the skin, the stapler, after the first pressure, broke apart and there was staples all over the patient. The patient's condition was reported as unknown.